Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that device battery appeared to be depleting prematurely and an inquiry was made regarding the battery consumption. Device data was not sent for an analysis report. Technical service suggested possible cause could be fast atrial pacing but can not confirm reason without device data. Device remains in service. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Additional information: technical engineers confirmed device longevity of eight years post programming changes made to the device. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that device battery appeared to be depleting prematurely and an inquiry was made regarding the battery consumption. Device data was not sent for an analysis report. Technical service suggested possible cause could be fast atrial pacing but can not confirm reason without device data. Device remains in service. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.